Event description:
Total knee arthroplasty performed on 02/18/97. Pt developed clunk/impingement and the patella and tibial bearing components were replaced on 07/06/99. Wear and delamination noted on the articular s urface of the patella component.